Event description:
The returned sample was found to be improperly assembled. This tupe of incident is a direct result of an operator/mfg related problem which during the assembly process. Therefore, the sample was forwarded to the supv & personnel involved for their review. Co continues to enforce its training program to ensure the correct use of the assembly/packaging techniques & methods in each production line. Our training procedure requires our supervisors to ensure that every employee is properly trained in their area of responsibility, & good mfg practices.